Manufacturer narrative:
According to the facility on (B)(6) 2023 the "foley catheter would not drain urine, attempts to flush catheter were unsuccessful and the catheter was exchanged for patient safety". The device was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 the "foley catheter would not drain urine, attempts to flush catheter were unsuccessful and the catheter was exchanged for patient safety".